Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during preparation for an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician perforated the bladder during the dissection of the vaginal mucosa wall. The physician treated the bladder perforation with a stitch repair. The physician continued the anterior repair and placed one of the mesh legs of the uphold device into the sacrospinous ligament. However, at this time, the physician decided not to implant the uphold mesh in order to let the perforated bladder heal properly. The entire mesh assembly was removed from the patient without further complications and a "plication without mesh" was performed to complete the anterior repair. The physician catheterized the patient "for a couple of days" to assist the perforated bladder in healing. The patient is reportedly "completely fine."